Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received two leads from the same lot number. It was reported the patient received unintended rib stimulation. Images revealed the lead migrated. The physician repositioned the leads on (B)(6) 2014. The patient reported receiving effective stimulation therapy post operatively. The physician elected to explant and replace the ipg during the procedure.